Event description:
It was reported by the physician's office that the patient's vns had been off for several years. It was unclear if the vns was programmed off or if the battery had become fully depleted as the near end of service, or neos, indicator was observed a year prior to the date provided by the physician's office. The patient reported via facebook comment that she let the battery run dead and did not have it replaced. No replacement surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the pt does not think her vns is helping her anymore. She stated that the first 2 years she had the vns it worked well, however the last 8 or 9 years she has had sporadic seizures and the vns does not seem to be controlling them like it did. She is going to discuss further with her neurologist to decide if she should go ahead with generator replacement or not as the device is currently showing eri = yes. Attempts for further info have been unsuccessful to date.